Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the battery became inoperable and the patient lost therapy as a result. In turn, surgery occurred to explant and replace the ipg, which addressed the issue.